Event description:
During a coronary artery bypass graft procedure, the seal unraveled from the distal end after it was inserted into the pt's aorta. Prior to insertion, the seal had been inspected and nothing unusual was noted. After the seal had been deployed into the aorta, the unraveled distal end portion of the seal came back up through the aortotomy. Since the seal had begun to unravel, it was observed that blood began to leak out from the aortotomy. The surgeon then decided to apply a side biter clamp, the seal was removed and the anastomosis was completed without further complications to the pt.